Event description:
It was reported to depuy acromed that moss miami polyaxial screw broke post-operatively. There were no other adverse consequences to the patient. The screw is currently being evaluated. No further information is available at this time.